Manufacturer narrative:
The customer returned strip lots 304975-13 and 297788-13 for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 47% , donor 2 hct: 51% , testing results lot 297788-13: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.4 inr , retention meter and customer strips: 2.5 inr. The maximum difference between measurements with the same blood sample was 5%. Testing results lot 304975-13: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 2.4 inr, retention meter and customer strips: 2.4 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided data for a total of 58 patients tested with 8 different coaguchek xs meters. Of this data, four patients had erroneous results when testing with coaguchek xs meter serial number (B)(4) and a fifth patient had an erroneous result when tested with coaguchek xs meter serial number (B)(4). The first patient tested a sample on coaguchek xs meter serial number (B)(4) and the result was 3.6 inr. At an unknown time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 2.5 inr. The second patient tested a sample on coaguchek xs meter serial number (B)(4) and the result was 4.2 inr. At an unknown time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 3.2 inr. The third patient tested a sample on coaguchek xs meter serial number (B)(4) and the result was 4.1 inr. At an unknown time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. The fourth patient tested a sample on coaguchek xs meter serial number (B)(4) and the result was 6.1 inr. At an unknown time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 4.3 inr. The fifth patient tested a sample on coaguchek xs meter serial number (B)(4) and the result was 5.3 inr. At an unknown time, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 3.6 inr. No adverse events were alleged to have occurred with the patients.